Event description:
Customer reported getting very low readings from her freestyle blood glucose monitor and called the paramedics for assistant. Customer also reported that she experienced dizziness anf fell on the floor once. Customer was brought to the emergency room and given an IV sugar solution. Customer reported that the hosp meter reading is different than her meter. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa02mar2007 letter.